Event description:
It was reported that the device turned blue on the end when activated and it was getting hot in the surgeon's hand. The case was ongoing and the type of case was not provided. No phone number was known at the time. The case was continued with a second same device. The device will be returned and replaced. No patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and with the blade gouged at the tip. In addition, blue plastic was melted at the clamp arm. The device was tested with a test handpiece and generator an alert screen was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of the tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Both conditions can result in probable damage to the instrument.